Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported upper out of range pacing lead impedance was observed. Other electrical measurements were normal. The lead was explanted and replaced. The patient condition is stable.